Manufacturer narrative:
The device was received for a full examination. The report was confirmed. No visual defects were found on this ev1000a system, except the burnout smell coming from the data box. The ev1000a system was connected together and powered up, and the panel pc powered up successfully. There were no signs of functionality of the databox and there was a strong smell of burning. After powering down the panel pc and disconnecting the power supply, the databox was disassembled. The protective metal cover was removed, the unit was powered again, and smoke was observed coming from the iso board, located beneath the cpu board. It was de-powered and disassembled, and the dc/dc converter designated as u24 on the iso board was found to be the origin of the smoke. The issue was solved by replacing the defective iso board. The cpu board appeared to be not damaged but as a preventive measure it was replaced as well. Furthermore, the system passed electrical safety test and all applicable tests. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed and no related non-conformances were found. There is no escalation is required.

Event description:
As reported, with this ev1000 platform, there was smoke and burning smell from the databox. There was no external visible burn on the device and there was no evidence of liquid dropped on the device. The power adapter was mounted correctly according to IFU (instructions for use). It is unknown by the customer whether it occurred before or during use with a patient. There was no injury to patient or personnel. The platform is was available for evaluation. Patient demographics unable to be obtained.